Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator would not charge, and that they had to wiggle the cord for the handset. The patient stated that both were ¿shot¿, and they needed new devices. The patient stated that they bought new charging cords, but the issue persisted. On the call, the patient saw a blue light on the communicator, the communicator was at 66%, and the patient was connected in the myptm app. The patient stated that they had to ¿wiggle the cord 100 times¿. It was noted that during the call, the agent had a difficult time keeping the patient focused on 1 external device at a time. The patient stated, ¿now, the orange light is on the communicator, and it won¿t charge¿. The patient saw an orange light on the communicator when it was plugged into the power cord. The agent reviewed communicator general use and function. It was noted that the patient was very escalated throughout the call. The patient stated that the communicator was 100% charged on saturday, and then ¿it quit working¿. The patient stated that the charging cord in the handset port was loose. The patient denied any visual damage to the handset and communicator charging ports. A replacement communicator and handset were requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-dec-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found ¿electrical failure¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.